Event description:
First and second degree burns [burns second degree]. First and second degree burns [burns first degree]. Scarring/ burn marks [scar]. Used on lower back/ for my 6 herniated disk also ibuprofen [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: l17508, expiration date: dec2017) from (B)(6) 2015 to help with lower back pain. Medical history included ongoing fibromyalgia diagnosed in 2004 or 2005, degenerative disc disease from 2006 and ongoing, 6 herniated discs (3 in lower back, 1 in the middle and 2 in upper back) from 1993 and ongoing and drug allergy to unspecified burn cream from an unspecified date and ongoing. The patient's concomitant medications included ibuprofen (ibuprofen) from an unspecified date for her 6 herniated discs and ongoing. The patient previously took icy hot for back pain and experienced device defective. Additional past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as for 15 years) for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported she applied the heatwrap on her lower back because she is overweight and uses the neck heatwraps on her lower back because they have a strap. She stated she applied the heatwrap around 4 or 5 in the afternoon until about 11 at night. The patient reported she experienced first and second degree burns on her lower back. She stated scarring developed on an unspecified date in (B)(6) 2015, after the burns subsided and left little red oval marks on her back. The patient indicated she did nothing strenuous while wearing the heatwrap. She was treated at an urgent care facility. The patient reported she could not use the recommended burn cream because she is allergic to it, so she used neosporin. Action taken with suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included neosporin with clean gauze dressing changed daily. No hospitalization was required as a result of the events. Clinical outcome of the events first and second degree burn was resolved on an unspecified date. Clinical outcome of the event scar was not resolved. Clinical outcome of the event device misuse was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow up (20jan2016): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Follow up (16feb2016): new information received from a contactable consumer includes: concomitant medication, event onset date for event scarring, events outcome and no hospitalization required as a result of the events. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets final 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets final 10-day (B)(4) and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: l17508, expiration date: dec2017) from (B)(6) 2015 to help with back pain. Medical history included ongoing fibromyalgia diagnosed in 2004 or 2005, degenerative disc disease from 2006 and ongoing, 6 herniated discs (3 in lower back, 1 in the middle and 2 in upper back) from 1993 and ongoing and drug allergy to unspecified burn cream from an unspecified date and ongoing. The patient's concomitant medications were not reported. The patient previously took icy hot for back pain and experienced device defective. Additional past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as for 15 years) for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported she applied the heatwrap on her lower back because she is overweight and uses the neck heatwraps on her lower back because they have a strap. She stated she applied the heatwrap around 4 or 5 in the afternoon until about 11 at night. The patient reported she experienced first and second degree burns on her lower back. She stated scarring developed after the burns subsided and left little red oval marks on her back. The patient indicated she did nothing strenuous while wearing the heatwrap. She was treated at an urgent care facility. The patient reported she could not use the recommended burn cream because she is allergic to it. Action taken with suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included neosporin with clean dressing changed daily. Clinical outcome of the events first and second degree burn was resolving. Clinical outcome of the event scar was not resolved. Clinical outcome of the event device misuse was unknown. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow up (20jan2016): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. Company clinical evaluation comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets follow up 10-day EU and 30-day FDA reportability. Continued: evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
First and second degree burns [burns second degree]; first and second degree burns [burns first degree]; scarring [scar]; used on lower back [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number: l17508, expiration date: dec2017) from (B)(6) 2015 to help with back pain. Medical history included ongoing fibromyalgia diagnosed in 2004 or 2005, degenerative disc disease from 2006 and ongoing, 6 herniated discs (3 in lower back, 1 in the middle and 2 in upper back) from 1993 and ongoing and drug allergy to unspecified burn cream from an unspecified date and ongoing. The patient's concomitant medications were not reported. The patient previously took (B)(6) for back pain and experienced device defective. Additional past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as for 15 years) for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported she applied the heatwrap on her lower back because she is overweight and uses the neck heatwraps on her lower back because they have a strap. She stated she applied the heatwrap around 4 or 5 in the afternoon until about 11 at night. The patient reported she experienced first and second degree burns on her lower back. She stated scarring developed after the burns subsided and left little red oval marks on her back. The patient indicated she did nothing strenuous while wearing the heatwrap. She was treated at an urgent care facility. The patient reported she could not use the recommended burn cream because she is allergic to it. Action taken with suspect product was permanently withdrawn on an unspecified date. Therapeutic measures taken included neosporin with clean dressing changed daily. Clinical outcome of the events first and second degree burn was resolving. Clinical outcome of the event scar was not resolved. Clinical outcome of the event device misuse was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events burns first degree, scar, and intentional device misuse are assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.